Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review that showed events spanning approximately 2 days ((B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. The driveline was disconnected on (B)(6) 2023 at 18:18:28 for a system controller exchange. There were no alarms active in the log file that would indicate an issue with the system controller. The returned system controller was functionally tested on a mock loop and operated the pump without any alarms or issues activating. Additional information provided on 26apr2023 stated that the root cause of the power cable disconnect alarm is unknown. The event occurred in a hospital with minimal lvad experience. Additional information provided on (B)(6) 2023 stated that all available information was provided and that the patient is unable to provide any further information regarding the event. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Additionally, section 2 of the patient handbook instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault, driveline disconnect and power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: the driveline was disconnected on (B)(6) 2023 at 17:36:52 but was quickly reconnected. The lvad was off for seconds. On (B)(6) 2023 at 18:03:30, a driveline power fault alarm was active due to a power a broken fault (f4). The alarm remained active throughout the remainder of the log file until the driveline was disconnected at 18:18:28 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that while the patient was in the hospital a power cable disconnect alarm appeared even though fully charged batteries were connected. The controller was exchanged. This resolved the power cable disconnect alarm however, about an hour later a communication fault alarm appeared. The second controller and modular cable were exchanged due to the communication fault. The battery clips were exchanged due to the previous power cable disconnect alarms. After the exchanges, no further alarms appeared. Controller related MFR #: 2916596-2023-02495. Modular cable related MFR #: 2916596-2023-02496.